Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# l98730, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) and possibly the lead wires were replaced in either 2006 or 2007 because there was a problem with the ins and it died. The patient had no idea if the components were replaced due to normal battery depletion or what. The "ins just stopped working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.